Event description:
It was reported that on (B)(6) 2021, the PICC catheter was inserted according to the treatment needs, and the catheter was maintained every 5-7 days. On (B)(6) 2022, the b-ultrasound showed the basilic vein and axillary vein thrombosis of the right upper extremity. After anticoagulant treatment, it was removed on (B)(6) 2022 catheter.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz3694 showed no other similar product complaint(s) from this lot number.